Event description:
It was reported that, the 9800 system will intermittently lock up during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The gib and ffb board were installed during the service call. The system was tested and found to be working as intended and put back into service.